Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Received via medwatch# mw5091919. Retained epidural catheter in right thigh from pain pump required surgical intervention to remove.

Event description:
Received via medwatch# mw5091919. Retained epidural catheter in right thigh from pain pump required surgical intervention to remove.

Manufacturer narrative:
Qn#: (B)(4). A device history record review could not be performed as no lot number was provided by the customer. The IFU for this kit, c-05000-135a; rev. 2, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance catheter more than 5 cm. Advancing catheter more than 5 cm increases likelihood of catheter tip being placed into anterolateral portion of epidural space and increases potential for catheter knotting." The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to minimize the risk of catheter breakage. During catheter removal, if resistance is encountered or if catheter stretches excessively, stop, reposition patient to open vertebral interspaces (the force required to remove an epidural catheter can vary depending on patient positioning1), and re-attempt removal. Under no circumstance should extreme force be applied to the catheter during removal." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided by the customer. Therefore, the potential cause of the catheter breaking could not be determined based upon the information provided and without a sample.